Event description:
It was reported that during use of this tracheostomy tube in a pediatric patient, an emergent tracheostomy tube change was required and a hole was discovered in the cuff. The device had been in situ for five days prior to this issue. No permanent injury was reported.